Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that after an intraocular lens (iol) implant surgery, she is experiencing residual myopia, sever cornea injury and ophthalmitis and was admitted to the hospital for a week. Additional information has been requested and received stating the lens is perfectly fine, only the surgery did not went well. She was treated with antibiotics and steroids. The eye is saved now, but not recovered yet. Currently she only takes drops for dry eyes.